Event description:
This procedure was to remove a non-functioning ICD lead, guidant 0140 from the right ventricle. Sporadic calcification was noted in the device pocket. A 14 fr glidelight laser sheath was advanced to the mid innominate vein then progress stalled. A visishealth was used for slight advancement. The glidelight was upsized to 16 fr and lased through binding sites near the svc/ra jxn. Once the binding site was lased the patient experienced hypotensive vital signs. Intervention began to repair a small hole in the svc-ra jxn. Patient survived the intervention.